Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. The suspected cause was due to having a carb ratio and basal rate settings that were too high. The customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event, and a recommendation was made to consult with a healthcare provider to discuss diabetes management.